Event description:
It was reported by a peritoneal dialysis (pd) patient contact that a fluid leak was discovered after cancelling the pd treatment . During unknown phase the patient encountered a draining slowly alarm and it was determined that the patient had accidently kinked the patient line. The treatment was cancelled as there was fluid dripping down outside the cassette door. The patient contact found fluid in the pump module area and on the exterior of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Although patient had manual supplies, the patient contact declined to do manual treatment at that time. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. No fluid leaks in test cassette during test. The valve actuation test passed. The systems air leak test passed. The teach pump test passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient contact that a fluid leak was discovered after cancelling the pd treatment . During unknown phase the patient encountered a draining slowly alarm and it was determined that the patient had accidently kinked the patient line. The treatment was cancelled as there was fluid dripping down outside the cassette door. The patient contact found fluid in the pump module area and on the exterior of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Although patient had manual supplies, the patient contact declined to do manual treatment at that time. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.